Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/21/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient's wife found the patient "out of it" with a blood glucose (bg) reading of 50 mg/dl. The patient's wife administered the patient with glucophage. The patient's glucose was not rising so the patient's wife called the ambulance. The ambulance transported the patient to the hospital. While in the hospital, the patient was treated with intravenous (IV) therapy and was administered a sugar solution. The patient stayed in the hospital overnight and was released the next day. At the time, the patient was released from the hospital, they're bg reading was 155 mg/dl. At the time of contact, the patient was recovered. There was no allegation against the dexcom system. The patient initially contacted dexcom for education on the g5 application. No additional patient or event information is available.